Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with an injection of reflin (one gram in first bag then 250mg in each bag, route not reported) and an injection of fortum (1 gram in first bag then 250mg in each bag for 14 days, route not reported). At the time of this report the patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.